Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. An x-ray performed indicated the rv lead was fractured and had insulation damage. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.